Manufacturer narrative:
We evaluated the returned device and found the entire ceramic beak is missing from the distal end of inner tube and the shaft is dented. Damage is most likely due to the ceramic beak making contact with a hard surface causing an internal crack and resulting in breakage; we cannot confirm.

Event description:
Allegedly, during a turp procedure, the tip of inner tube cracked and pieces broke off into the patient bladder. Doctor irrigated and used graspers to retrieve the pieces.